Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there was biological material on the device. The sample also had discoloration seen at approximately the 21cm-22cm mark of the tube. There was a kink observed in the tube as the inner wall from approximately the 21cm-27cm mark was collapsed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was able to inflate and stay inflated. The et tube was submerged under water and an attempt to inflate the balloon cuff was made to detect any leaks. Upon injection, the et tube inflated and no leaks were observed from the sample. The reported complaint of cuff leak was not confirmed based upon the sample received. The returned et tube was able to inflate and deflate when filled with air via a lab inventory syringe. The sample was submerged under water and able to stay inflated with no signs of leaking or any holes. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for proper inflation and are inflated for 4 hours at the manufacturing site. The reported issue was not found with the returned device.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6) hospital, the tube was found deformed and the cuff was found leaking during use on the patient. Involved 6 pcs.". No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production, the samples were inspected, and the revised characteristics comply with the requirement. Defect reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leaking during use on the patient. Involved 6 pcs." No patient harm reported.